Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that the radiopaque (ro) marker of the tip was moved. The chronic total occlusion target lesion was located at severely tortuous and severely calcified popliteal that had an s shape bend. A truepath cto device was used to treat the target lesion. A contralateral approach was used to access the lesion and an attempt was made to cross the lesion. A rubicon guide catheter was then inserted but could only pass through the middle of the lesion area and the back up became insufficient. Then, the truepath was advanced slowly. However, it was noted that the distance between the ro marker of the tip and the tip diamond part became increased and failed to advance from there. It was then noted that the tip of the catheter was damaged with the ro marker moved, so usage of truepath was stopped. A distance between the tip and radiopaque section looked to be separated once under angiography, but it became normal state when the device was pulled proximally. Contralateral approach using non bsc guidewire advanced; however, the micro catheter did not advance. Distal puncture was added and the same guidewire was advanced by retrograde and it successfully crossed the lesion. Dilation was then performed using a 2.5mm non bsc balloon. Also, dilation was attempted using a 5mm non bsc balloon; however it was noted that the balloon ruptured. Finally, dilation was performed using a 6mm non bsc balloon and procedure was completed. No patient complications were reported and the patient's status post-procedure was good.

Event description:
It was reported that the radiopaque (ro) marker of the tip was moved. The chronic total occlusion target lesion was located at severely tortuous and severely calcified popliteal that had an s shape bend. A truepath cto device was used to treat the target lesion. A contralateral approach was used to access the lesion and an attempt was made to cross the lesion. A rubicon guide catheter was then inserted but could only pass through the middle of the lesion area and the back up became insufficient. Then, the truepath was advanced slowly. However, it was noted that the distance between the ro marker of the tip and the tip diamond part became increased and failed to advance from there. It was then noted that the tip of the catheter was damaged with the ro marker moved, so usage of truepath was stopped. A distance between the tip and radiopaque section looked to be separated once under angiography, but it became normal state when the device was pulled proximally. Contralateral approach using non bsc guidewire advanced; however, the micro catheter did not advance. Distal puncture was added and the same guidewire was advanced by retrograde and it successfully crossed the lesion. Dilation was then performed using a 2.5mm non bsc balloon. Also, dilation was attempted using a 5mm non bsc balloon; however it was noted that the balloon ruptured. Finally, dilation was performed using a 6mm non bsc balloon and procedure was completed. No patient complications were reported and the patient's status post-procedure was good. The device was returned for analysis. Returned product consisted of a truepath device. There is dried blood and saline on the tip. The control unit, motor housing, working length, tip housing/tip were microscopically examined. The tip was soaked in warm water to remove the dried blood and saline. The coil is stretched at the distal solder. Functional testing was performed by turning on the device. The device turned on and all the led lights lite up as they were supposed to and the normal audible noise was heard; however, the red light flashed off and on and the device kept beeping during the audible noise. The device vibrated/rotated but the tip did not rotate. The device was taken apart and the collet was loosened and removed, no damage or abnormalities were present. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
(B)(6).